Manufacturer narrative:
This follow up MDR is created to document the conclusion of the investigation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination revealed the surface to have a melted appearance, indicating contact with cauterizing instrumentation. A separation was noted in the bladder of cylinder 2 at the tip. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation. A separation, along with a group of partial separations, was noted on the exhaust tube of cylinder 2 indicating contact with unshod instrumentation. Testing revealed the separation to be a site of leakage; the partial separations were not a site of leakage. No functional abnormalities were noted with the pump or reservoir. Based on examination, it was concluded that the observed separation at the tip of the bladder in cylinder 2 could have allowed the reported leakage. The information received indicated a leak in the tubing, but no abnormalities in the tubing were noted during testing. Because the information provided does not indicate any factors that may have contributed to the separation noted in the bladder of cylinder 2, and due to the brief period in-vivo, quality is unable to determine if this separation was the cause for failure. In addition, because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 and exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. Based on the nature of the separations, the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss. Therefore it was concluded that these separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device pumps but no exchange of fluid. A leak in the tubing was noted. To facilitate explant the device was damaged and a hole was made in the cylinders. Another inflatable device was implanted.